Manufacturer narrative:
Report source: (B)(6). Device evaluation: the returned sample consists of one (1) product, p/n 100/860/090 l/n unknown; the returned sample was received in good condition. The sample was visually inspected and no issues were found. However when the cuff was inflated and submerged under water in order to verify for leaks, a leak was detected between the pilot balloon and valve. The reported customer condition was confirmed. The most probable causes are, wear of the rubber used in the fixture for the printing of the inflation line and/or lack of detection by production personnel.

Event description:
Information was received that during the use of a smiths medical blue ultra suctionaid tube leaked air at the cuff. Subsequently a trach tube change out was required. No adverse effects were reported.